Event description:
The customer reported that while the unit was in use on a patient, the unit generated "system failure" messages. The customer stated that this had been happening for the past six weeks. Typically, they would recycle the pump and continue therapy. On the last occasion, the pump was replaced. No patient injury was reported.